Event description:
This is a spontaneous case report received from a medical doctor in united states on 19-nov-2015. It refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. Additional information received on 23-nov-2015. Hysterosalpingogram (hsg) was performed on a patient and one of the coil was not there. Healthcare professional (hcp) believed that it might be migrated to the abdomen. Either the uterus or the fallopian tube might be perforated. Patient was pregnant with essure. It was also stated that doing a salpingectomy and essure removal due to migration. And reporter would like to talk to someone about the specifics of the removal, preferably a surgeon. Essure not located near tube. Follow up information received from the nurse on 01-dec-2015: the initials and the date of birth of the patient were added. The pregnancy went full term. There were no complications. She delivered already but the date was not informed. Essure was placed on (B)(6) 2014 by a different doctor. They did not have the essure lot number. On (B)(6) 2015 essure was removed by the reporting physician. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that hsg (hysterosalpingogram) was done on a patient and one of the coil was not there/ it might be migrated to abdomen. Either the uterus or the fallopian tube might be perforated. Patient was pregnant with essure. Essure inserts were removed a year and a half after the insertion. The pregnancy went full term. There were no complications. The outcome of the child was not provided. All these events are serious due to their medical importance and listed in the reference safety information for essure. In this case, the exact date and mechanism of device dislocation into abdominal cavity, uterine perforation and fallopian tube perforation were not known. It was not reported the gestational age. Based on the nature of the events and considering that unintended pregnancies, device dislocation into abdominal cavity, uterine/fallopian tube perforation might occur with essure therapy, a causal relationship cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Further information and product technical analysis are being sought.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 22-mar-2016: ptc result received. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and it was reported that hsg (hysterosalpingogram) was done on a patient and one of the coil was not there/ it might be migrated to abdomen. Either the uterus or the fallopian tube might be perforated. Patient was pregnant with essure. Essure inserts were removed a year and a half after the insertion. The pregnancy went full term. There were no complications. The outcome of the child was not provided. All these events are serious due to their medical importance and listed in the reference safety information for essure. In this case, the exact date and mechanism of device dislocation into abdominal cavity, uterine perforation and fallopian tube perforation were not known. It was not reported the gestational age. Based on the nature of the events and considering that unintended pregnancies, device dislocation into abdominal cavity, uterine/fallopian tube perforation might occur with essure therapy, a causal relationship cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. Despite follow-up attempts, no further information was obtained.